Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a regularly scheduled follow up this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on this right ventricular (rv) lead. A shock lead integrity test was performed and normal shock values were noted. Boston scientific technical services (ts) noted that this appeared to be calcification of the lead tip. No adverse patient effects were reported and the patient will be monitored. The device and lead remain in service.